Manufacturer narrative:
The autopulse platform was evaluated at the customer site by the zoll technician. The customer reported complaint for the platform intermittently stopped compressions was not confirmed during functional testing but was confirmed during archive data review. Analysis of the autopulse platform revealed no problems with the board which may have contributed to the reported complaint. The autopulse underwent initial functional testing with a large mannequin fixture (equivalent to 250 pounds patient) and passed with no issue or faults observed. No device deficiencies were identified that may have contributed to the user advisory (ua) 02 (compression tracking error) and user advisory (ua) 27 (encoder fault) messages that were observed in the archive. The platform successfully passed all initial and final functional testing without any issues. User advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. User advisory (ua) 27 is an indication that the driveshaft is rotating too fast. The probable causes associated with this fault are that the lifeband is either being pulled up on too sharply or that there is an internal component error or malfunction. The users were trained to properly operate and troubleshoot the platform on (B)(6) 2018. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during patient use, the user's autopulse platform (sn (B)(4)) intermittently stops during compression. No known impact or patient consequence was reported. No additional information was provided.